Event description:
According to description in (B)(4) (rec'd by the FDA on 06/17/2009), there is potential overexposure to heat because permacol is heat sensitive. The product has not had temperature indicators on the product until recently and there is product available to hospitals that still do not have the temperature sensors attached. There is no guarantee the product will perform properly if overexposed to heat for a period of time. There is shelf life data at 40 degrees celsius showing stability for three years at this temperature. The product will be stable for short periods of time at 40 degrees celsius, but will start to degrade above 40 degrees celsius. If the product has been exposed to temperatures above 104 f, the company states it cannot guarantee the performance of the product as it has been outside the support data range. These products do not have any specific controls when shipped to the sales reps or hospitals. They sit in airplane cargo holds, in (B)(4) trucks, loading docs and doorsteps of sales reps without knowing that amount of time the product has been sitting in extreme temperatures.

Manufacturer narrative:
(B)(4).